Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure performed on (event date). According to the complainant, on (B)(6) 2014, the patient sustained a bladder injury during a procedure. It was reported that during the dissection, a capio device was used to place a suture into the left sacrospinous ligament when a suspicious fluid was noticed in the vaginal incision. Suspicious of a bladder injury, they removed the urethral catheter and a cystoscope was placed. They found that a bladder injury was sustained. The suture was seen in the bladder. The capio device was retracted and the suture removed from the patient. Surgical intervention involving a bladder repair as well as the placement of a left ureteral stent was required to treat the injury. The patient was hospitalized over night for observation after the surgery and released on (B)(6) 2014.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the event occurred during a u9920 - xenform study procedure, the xenform was never used due to the injury. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.